Event description:
It was reported that operator was unable to prime a clearlink duo-vent continu-flo set using vancomyacin (non-baxter product). There was no patient involvement, no patient injury, medical intervention, or adverse reaction associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition could not be verified. The device operated within the desired product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: one sample was available at the plant for evaluation. No defect was observed during visual inspection. Functional testing was performed by, spiking the sample into an in-house 1000ml solution bag containing distilled water and re-priming and checking for flow. The sample primed and flowed normally. The reported condition was not confirmed. Initial evaluation did not confirm the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.